Event description:
The customer reported the images were too dark to continue using the system. Uninterpretable images may produce non-diagnostic quality images, possibly delay patient treatment. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The single board computer and the video cable were replaced. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.